Manufacturer narrative:
A ge service rep performed an on site investigation. The dose rate was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a physicist discrepancy of the dose rate exceeds the limit. No pt injury was reported.